Manufacturer narrative:
Allegiance's investigation: reviewed device history record, trended component and custmer complaint histories and notified supplier for investigation. Mentor o & o investigation response: the product was forwarded to co's quality assurance engineering group for evaluation. This evaluation resulted in a corrective/preventative action request to co's manufacturing engineering department. It was determined the erasers were scraping the blister packages and had evidence of burrs. The manufacturing group responded the burr situation was eliminated earlier in the year with an additional step in the manufacturing process. The blister packages had a redesign and were validated per all in place procedures.

Event description:
It has been reported that on several occasions the cautery eraser flaked into pts eyes. The surgeon noticed the flakes with use of microscope. Surgeon used a small eye sponge to remove the flaking from pts eyes. This was at the begining of cataract surgery. No additional surgery or intervention was required due to the flaking and there was no known negative outcome or complications on the pts part.